Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified volume of normal saline. It was reported that during priming of the tubing set, particular was noted in the drip chamber of the tubing set. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.